Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment was not returned. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. As troubleshooting steps were taken this failure was probably caused by an air leak at the wound dressing and the device performed as intended. Further information on troubleshooting can be found in the instructions for use. Without the return of the actual product our investigation of this report is inconclusive. We have been unable to confirm the reported failure and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the patient's spouse reported he had renasys go placed last week on the chest. He had a dressing change tues, (B)(6) 2019 and is scheduled to go to the hospital to have another dressing change tomorrow at 11:30 am. She reported that the warning yellow, leak light is on and it displays warning leak in window. She asked what should they do and will it hurt him it stays like that until tomorrow for his dressing change. She did not have any further clinical questions for this nurse. She was instructed per clinical guidelines to check the tubing for kinks or crimps then to disconnect quick click connectors and tether close both ends with the white cap provided. At the time she tethered both ends closed, the leak warning resolved and went to continuous 14dmrnha this nurse then explained per clinical guidelines that since the warning light resolved the issue is within the dressing or soft port end and then instructed to have her husband slowly smooth along all the edges of the dressing and add extra tape as needed to help secure the dressing. She then put her husband on speaker, he said he was not comfortable doing any of that because it is painful around the area still and asked if he could just turn the machine off. She did turn the machine off and then back on and went to air leak warning again. She also said there is a small area with a little bit of drainage on the edge of the dressing that may be what is causing it to have the air leak. She did not elaborate if it was old drainage. Al that time, this nurse encouraged her to contact her husband's physician to let know the warning leak light is on but he is not comfortable smoothing along the edges or adding tape due to pain and ask for further medical instructions as to if he wants him to come in this evening or wait until his dressing change tomorrow. She was going to call the physician as soon as we ended our conversation. Ae submitted since he reported pain.